Event description:
It was reported that the patient fell multiple times. No specific date the knee kept bothering the patient. The patient complained about pain. The knee was not infected. The doctor washed the knee out, removed components and replaced with ts implants. No unusual circumstances.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown insert. Additional devices listed in this report: unknown femur component; -5520-b-500 lot unk, description: triathlon prim cem fxd bplt #5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding unspecified revision surgery involving a triathlon insert component was reported. The event was not confirmed. Device evaluation was not performed as no items were returned. There have been no reported discrepancies for the referenced lot. There have been no other similar reported events for the lot referenced. The reason for the revision surgery was not specified. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient fell multiple times. No specific date the knee kept bothering the patient. The patient complained about pain. The knee was not infected. The doctor washed the knee out, removed components and replaced with ts implants. No unusual circumstances.